Manufacturer narrative:
Subsequently, the device was returned and successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device did meet expected longevity. The device is currently undergoing operational and functional testing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Visual inspection showed no anomalies. The device was put through and passed automated diagnostic testing commensurate with battery voltage. It was concluded that the device performed normally throughout laboratory testing.

Event description:
Boston scientific received information that this local representative contacted technical services to report that this patient's device and right ventricular (rv) defibrillation lead was exhibiting intermittent loss of capture at 2.0 volts. The device rv voltage output was increased to maintain capture. Due to the patient's age and health status, the rv lead will not be replaced.

Event description:
--